Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll. Visual inspection of the returned platform was performed; no discrepancy or issue was identified with the platform. It was unable to download the archive data due to pca (processor board) failure. During functional testing, after powering on, the system displayed an error message. The brake pad was moving with clacking sound after powering on, due to possible processor board issue. In summary the customer's reported complaint was confirmed. The root cause for the reported complaint is defective processor board. The processor board was replaced to resolve the problem. After replacing the processor board, device passed all the functional testing.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Investigation not completed.

Event description:
Customer reported that during a daily device check the autopulse platform (B)(4) stopped working and displayed error message of "perform manual CPR." There was no patient involved. No further details were provided.